Event description:
It was reported the device was pacing the ventricle; however, the device parameters summary and the histogram on the device print out showed 0% pacing. The stored trend data on the device indicated the percentage of ventricular pacing. It was also noted the device was programmed vvir and there was no atrial sensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949, implantable tachy lead (B)(6) 2005. (B)(4).